Event description:
During manipulation and insertion attempts, the tip of the catheter was broke and left in the disc with no subsequent complications. The surgery was done in two layers. No problems occurred with the first layer. The second step was the trial to puncture a location which was difficult of access. This second step was discussed with the pt before the procedure. He agreed. During this procedure, the tip break off and remained in the disk. The remained tip does not cause any pain.